Manufacturer narrative:
Section e. The healthcare provider information was not provided. Therefore, the medtronic field representative information is reported as the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device and any accessories were prepared as indicated in the IFU. The stent could not be delivered through the microcatheter to the lesion site after multiple attempts. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting this was a left middle cerebral artery thrombectomy. It was noted that the vessel tortuosity was normal. The patient is in good condition. No patient symptoms or further complications were reported as a result of this event. Actions/interventions taken to resolve the resistance were unknown. The cause of the resistance was unknown. The resistance was in the proximal section of the catheter. A continuous saline flush administered and maintained as indicated in the IFU. The catheter was a rebar 18.

Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The reported rebar 18 catheter was not returned with the solitaire stent device. The solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop strut. No irregularities were noted outside the proximal marker, and the marker coil was in good condition. The pusher wire was observed to be kinked at the detachment zone. No other anomalies were found. Due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length strut and pusher wire of the returned solitaire fr 6-30 stent were kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. In this event, the root cause of the resistance complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.